Event description:
Paramedics responded to a person described as unresponsive. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter the device would not pace the pt. The electrodes and therapy cable were disconnected from the device and a backup defibrillator/pacemaker was called for and used, but according to the reporter, the backup device would not operate. The therapy cable was then replaced with a backup cable and the device subsequently operated properly. The pt was transported to the hosp but did not survive. The reporter indicated the device incident did not cause or contribute the pt's death because of the immediate use of a backup device and cable and the pt's lack of viability.